Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pre-implant implantable cardioverter defibrillator (ICD) recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting as expected, and the code 1003 was triggered by premature removal from storage mode, cold temperatures, and extended magnet application. Device implant was not advised, and device return was requested. No patient involvement was reported.